Event description:
Event: occluded graft limb. Case details: in 2001, graft was successfully implanted. In july, 2002 the patient presented with a cold, numb a left leg and had lost pulses. Thrombolysis was performed on the left limb of the graft, and a kink was observed. The graft was dilated and a stent was placed in the limb. After the procedure, pulses were regained. Patient will continue to be monitored.